Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were afraid that they cracked their "unit" (patient clarified by this they meant their implanted system) and it wasn't working. The patient reported this was because they fell on their right buttocks, their "si", right where the "unit" was and they injured/their screws have loosened on that on the right. The patient stated they were supposed to see their healthcare provider (hcp) because they were afraid they might had done something to the unit. When the agent asked for the event date, the patient did not provide an answer. The patient reported they were having a back surgery in the morning that was not related to their manufacturer device/therapy. The patient stated they were having an MRI before their back surgery. The agent reviewed general use of external devices and how to activate/deactivate MRI mode. The patient initially reported getting "no device found" but it was determined that the patient was not in the correct app. The patient accessed the correct app and successfully activated MRI mode on the call. The agent documented the information the patient provided. The agent was unable to ask further clarification regarding the reported event due to the nature of the call.